Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anxiety when a battery exhibited a critical battery alarm. The battery was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. A review of the receiving manufacturing records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Failure analysis of the device was not performed since the unit was not returned. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms can be attributed, but not limited, to communication errors between the controller and batteries. If information is provided in the future, a supplemental report will be issued.